Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. The product is not available for investigation. Trend is tracked and monitored.

Event description:
It was reported that a customer experienced a break in the implant driver peek tip.